Manufacturer narrative:
No sample received. The device history record review of the reported lot number could not been performed since the lot number provided is an incorrect number and does not belong to the nellcor. No samples or picture was provided for evaluation; the issue could not be confirmed. The root cause and corrective actions could not be identified since the sample was not received for evaluation. This complaint will be closed with no further action; if sample is available later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a feeding bag. The customer reports that the dropper disconnected from the feeding tube post procedure. A patient was involved. No patient injury.